Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 24 and 36 hours. The patient reports at lunch their blood glucose level was 102 mg/dl. After administering insulin, the patients blood glucose level at 2pm was 350 mg/dl. The patient reports their blood glucose level had kept rising after administering a pen injection of insulin. Once at the hospital emergency room the patient was treated with saline and 7 units of insulin. The patient left the emergency room the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g6.